Event description:
The rptr did back to back blood glucose tests, within 10 minutes, using separate fingersticks, and got results of 49, 163, 212 mg/dl. She did not report any symptoms. The test strips that the rptr was using had expired 7/98, and she did not have any control solution for testing. During follow-up, the rptr stated that using new control solution test on the expired strips were in range. She could not recall specifics of tests. She also reported bg test results are now within her normal range.